Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, bolus, fixed prime. Customer's blood glucose was 505 mg/dl. After troubleshooting was done, the customer stated that the insulin exits with the manual prime. Customer was advised that the device is working as designed. It was explained to the customer that the alarm was caused by set/reservoir occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.